Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with a smaller cylinder size due to pain. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information:the two spectra cylinders were visually inspected and functionally tested. Both appeared normal and performed within specifications.